Event description:
Boston scientific received information that right atrial (ra) pacing impedance measurements were greater than 3,000 ohms with no capture. Oversensing was observed, which was also reproduced during isometric testing. The patient implanted with this device reported symptoms of an increase in fatigue and shortness of breath for approximately two to three weeks. An invasive revision procedure was performed and the device was explanted due to normal battery depletion. The ra lead was explanted and replaced. No other complications were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Xray examination revealed multiple fractures in the inner coils with damage located in area of 15.5 cm to 18.9 cm from pin. Visual inspection of the lead noted the lead body to be slightly bent over the fracture site. The outer insulation above the fracture site does not appear to be damaged. Direct current resistance measurement testing failed as a result of the fracture wires. No other tests were performed.